Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer reported a blood glucose (bg) level of 347 (mg/dl). Insulin injections were delivered to address bg levels. The customer contacted their health care provided and obtained long acting insulin for diabetes management.